Event description:
Two years ago, the patient developed an inflammatory mass (im). They had been monitoring the patient and watching the im in hopes that it would shrink or vanish. It had not. They decided to remove the device system. It was noted that only part of the catheter was removed. It was clipped and ligated that the point of entry. The distal portion of the catheter and the pump were explanted. The patient was doing fine since explant. The medication being delivered via the device system was not reported.